Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of incident due to the loss of communication with the senor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 426 mg/dl at the time of incident. Customer experienced symptoms such as nausea and headache as result of high blood glucose and did not feel okay to troubleshoot. It was unknown that the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.